Manufacturer narrative:
The insulin pump was with intermittent up button response due to corroded keypad traces. No ramping number on their own or scrolling bar movinganomaly noted. Pump received with scratched lcd window and cracked caseon bottom right side near display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was performed. The device was returned for analysis.